Event description:
The fixator was applied to treat a distal radius fracture. At the six week f/u visit, the md loosened the ball joint to make some adjustments to the fracture. When he attempted to retighten the ball joint it appeared to "spring back" to the loosened position.